Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at high pacing outputs. Fluoroscopy later revealed the lead appeared to be in a different position than expected. A physician determined the findings suggested a dislodgment. As result, the patient underwent a surgical intervention wherein the lead was extracted. No additional adverse patient effects were reported.